Manufacturer narrative:
Block h6: device code a0501 captures the reportable investigation results of basket detachment. Block h11: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that the device returned with the basket on its open position and the handle returned in good condition. It was also noted that the basket returned detached/separated from the notch cannula and it was bent/kinked. Microscopic examination was performed under magnification, and it was noticed that the sheath was buckled/accordion in the center. Additionally, two of the basket wires were broken but were not fully detached. It was also noticed that the two basket wires are melted indicating they got in contact with an electrified instrument. Destructive test was performed, and the device was disassembled. It was visible that the pull wire attached to the notch cannula and noticed a glue inside. It was possible to see 8 crimp marks which can confirm the basket was assembled to that section. A labeling review was performed and, from the information available, the device was used in a manner inconsistent with the labelled indications. The instructions for use (IFU) states that the device must not come in contact with any electrified instruments. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. It is possible to conclude that some operational factors, handling/manipulation, such as interaction with an electrified instrument and/or laser could cause the overheating of the basket wires resulting in the breakage. Additionally, it is probable that an excess of force applied to the device such as operational factors during their use could cause some of the damages that were observed. Most importantly, it was found during the analysis that the basket returned detached/separated from the device. However, the investigation findings did not lead to a clear conclusion about the cause of this problem. In addition to the inspections performed, the splice cannula is submitting to a pull test that monitories the crimping of the union between the drive wire to the basket. Since the device was received already open, it is not possible to determine if the failure was caused due to incorrect use of the product. Therefore, the most probable root cause of cause not established was assigned to this investigation since the investigation findings did not lead to a clear conclusion about the cause of the most important failure of basket detachment.

Event description:
It was reported that two zero tip basket devices were used during a ureteroscopy procedure. During the procedure, the wires of both baskets broke. The procedure was completed with another of the same device with no patient complications. Analysis of the returned basket identified that the basket returned detached/separated from the notched cannula. This report is for the second of the two baskets.